Manufacturer narrative:
Integra has completed their internal investigation on 01/28/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: a used 110-4b catheter, serial number (B)(4), was returned in the inner box of a 110-4l; lot number 3050rx303819 without lid / tray. The returned catheter 110-4b was tested and it met the q00102. The reported 110-4l lot 3050rx303819 was manufactured on 11aug2015 and will expire 06-2016. The lot met requirements before released to finished goods. Catheter serial number (B)(4) is belonged to 110-4b lot 305000320756, mfg date: 25 nov 2014, exp. 31-oct-2017. Batch history record review indicates that the catheter met requirements before released to finished goods. A review of customer sales order revealed that 110-4b lot 305000320756 was never shipped to hospital of (B)(6). Complaint history, model 110-4xxx, from nov-2014 through oct-2015 reviewed; there was no other complaint that issued with (B)(4). Conclusion: the customer complaint that a 110-4b catheter was delivered to them in the wrong packaging was confirmed. The returned catheter (110-4b) was returned for investigation in the mismatched box (110-4l), but based on the investigation conducted it was not possible for this mix-up to occur during manufacturing. This is due to DHR reviews indicating that the 110-4b catheter was manufactured 8 months apart from when the 110-4l packaging was used in manufacturing. Further investigation indicated that these catheters were never shipped to the user issuing this complaint. It is highly likely that the mix-up occurred at the customer site.

Manufacturer narrative:
Additional information on 06nov2015 with the following: the incident happened before surgery. The product was not used on patient. The product was put to the side. No injury occurred because the product was not used.

Event description:
It was brought to the attention of the integra sales representative by my customer that a camino catheter was in the wrong package. A 110-4b catheter was in a 110-4l package. There was no patient contact, injury, or delay in surgery. There was no patient prepped for surgery.